Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change and has a blank display. Customer's blood glucose was 345 mg/dl at the time of incident. Troubleshooting advised customer that a new replacement battery cap would be sent and to call back to further troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction until the new cap arrives.